Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints within associated lots. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -8.50 diopter tore during loading. The backup was implanted. No patient injury was reported.